Event description:
It was reported that the driver continued to run on its own during a surgical procedure. The case was completed successfully with another device. There was no medical intervention and no procedural delays. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The driver was received at the MFR for eval, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was corrosion in the motor assembly.